Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "use of the subject device in procedure while the stent introducer used in the previous procedure was in biopsy channel¿ malfunction could not be identified. The event can be prevented by following the instructions for use which state: operation manual 3.8 inspection of the endoscopic system 3 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope. An olympus endoscopy support specialist (ess) was dispatched on 11 march 2024, to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. During the in-service the ess covered the guidelines on reprocessing the olympus scope per the on-track form and reprocessing manual. The staff also performed a return demonstration to show they understood the process. The customer also understood that the olympus reprocessing manuals are the validated source of instructions. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that during a clean, disinfect, and sterilize (cds) reprocessing of duodenovideoscope, the stent introducer was left in the channel from a previous case. The stent introducer was not removed during the case and made into the patient. Confirmed to be there via x-ray. The issue occurred during an unknown therapeutic procedure. There were no reports of patient injury or harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.